Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11-aug-2025 the user reported that on (B)(6) 2025 they experienced hypoglycemia with a blood glucose of 40 mg/dl. The user was in florida spending time with her family and was not eating consistent meals, missing meal announcements, and announcing meals late. The user was able to treat the low blood glucose by eating gummies without outside assistance. No emergency medical services or hospitalization was required.